Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/2/2024, it was reported by a sales representative via (B)(4) that during an atsa procedure, while removing the glenoid trial, ar-9236-02pp, the center peg snapped off at the base of the trial. The surgeon was able to pull the broken center peg out with a different instrument. The case carried on and was completed successfully since this instrument was done being used. No adverse effect to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error due to excessive force during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.